Event description:
The customer reports the hospital power system failed resulting in the monitors losing power. When power was restored and the monitors turned back on the arrhythmia alarm levels on each monitor had changed to message and advisory levels. There was no reported pt injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.